Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 0. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not have a backup for insulin delivery and did not require assistance from a third party. This issue had occurred at least three times before. Technical support decided to replace the pump with one that has updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.